Manufacturer narrative:
The service was not executed since the device did not have the approved fixed budget. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the shock value was different than selected.